Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates the peel-away sheath damaged during use.

Event description:
From customer: the user had an issue with a 6 fr introducer (lot number 23f19k0059) and was able to get introducer in about halfway then couldn't go any further. When the user examined the introducer better there was what appeared to be a defect in the material in the middle. When putting the introducer over the wire it went smoothly at first and then resistance was felt and there was a hard time advancing introducer any further. The user noticed a little bump on the introducer preventing it to go in further without trauma.

Event description:
From customer: the user had an issue with a 6 fr introducer (lot number 23f19k0059) and was able to get introducer in about halfway then couldn't go any further. When the user examined the introducer better there was what appeared to be a defect in the material in the middle. When putting the introducer over the wire it went smoothly at first and then resistance was felt and there was a hard time advancing introducer any further. The user noticed a little bump on the introducer preventing it to go in further without trauma.

Manufacturer narrative:
Qn# (B)(4). The customer returned one peel away assembly with dilator. Visual inspection of the peel away catheter revealed the sheath body was raised towards the middle. The catheter score lines were still intact and no damage was observed on the tip. No signs of stress or possible use error observed. No other defects or anomalies were detected on the sheath or dilator. The raised portion of the sheath measured 34mm from the tip. The length of the sheath body measured 2.80" which is within specification of 2.625-2.875" per product drawing. The outer diameter of the sheath, where the defect was not observed, measured .117" which is within specification of .114-.120" per product drawing. The outer diameter of the raised portion of the sheath measured .132" which is not within specification of .114-.120" per product drawing. The returned dilator was able to be retracted and inserted back into the sheath with no resistance. The dilator was able to be locked into place as expected. A device history review was completed with no relevant findings. The customer complaint of a defect in the material of the sheath was confirmed through this investigation. Visual inspection revealed that the sheath was raised in the middle of the sheath body. A device history review was completed with no relevant findings. The root cause of this was initiated to further investigate this issue. Teleflex will continue to monitor and trend for complaints of this nature.